Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would intermittently cauterize. The same unit was used to complete the procedure. The hospital did not report any pt complications.